Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was inserting the sensor and when he pushed it down the needle broke off and the needle hub got stuck in the serter. Blood glucose value was 104 mg/dl. Customer removed the needle hub from the serter and reported that the serter catch arm is bent.